Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 229 mg/dl, 112 mg/dl, 187 mg/dl, and 115 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.